Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For the first 9 months after implantation the patient experienced taste disturbances and constant "static", both only when wearing the processor. She then became a non-user up until (B)(6) 2017. The patient subsequently reported that the facial stimulation and taste disturbance was no longer present.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). According to the received information, some months after implantation the patient began to experience taste disturbances, facial stimulation and static sound when the processor was on. The observed symptoms are most likely attributable to a post-operative active electrode migration out of cochlea, as confirmed by CT imaging. In-situ measurements are indicative of a functional device. Re-implantation is scheduled for (B)(6) 2017.

Event description:
Nine months after implantation the patient began to experience taste disturbances, facial stimulation and static sound, only with the processor on. In the previous nine months these symptoms were not present and the patient used the device successfully. Due to these side effects the patient became an intermittent user. CT scan indicated that the electrode array was partially out of the cochlea. Re-implantation is scheduled for (B)(6) 2017. Surgery was postponed due to device unrelated health issues.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: according to the received information, some months after implantation the patient began to experience taste disturbances, facial stimulation and static sound when the processor was on. The observed symptoms are most likely attributable to a post-operative active electrode migration out of cochlea, as confirmed by CT imaging. In-situ measurements are indicative of a functional device. Patient underwent revision surgery during which the electrode array was successfully re-inserted in the cochlea. The concerned device remains implanted and in use. This is a final report.

Event description:
About 9 months after implantation the patient began to experience taste disturbances, facial stimulation and static sound, only with the processor on. The recipient had previously used the device successfully without these reported symptoms. Due to these side effects, the recipient became an intermittent user. The patient then consulted the clinic in late 2016/ (B)(6) 2017 to start using the device again and it was discovered that there was no auditory perception on basal channels. CT scan indicated that the electrode array was partially out of the cochlea. On (B)(6) 2017 the patient underwent revision surgery during which the implant was reinserted. Reactivation went well and auditory perception was noted on all channels.